Event description:
It was reported that during pre-surgery inspection, the hospital noted the wooden handle of the acetabular shell inserter was fractured in half.

Manufacturer narrative:
A user facility report was forwarded by the FDA and received by biomet on (B)(6) 2011. Upon receipt of the report, the information was reviewed and the event was assessed as not reportable by biomet. Therefore, a medwatch report was not submitted to the FDA. Subsequently, an additional information request letter dated (B)(6) 2011 was forwarded from the FDA and received by biomet on (B)(6) 2007 based on the report submitted by the user facility. Please see attached FDA additional information request letter dated (B)(6) 2011 and the attached biomet response. Also attached is the requested package insert and the user facility report. (B)(4).